Event description:
It was reported that during surgery the thread broke off from the tip of the viscosafe injection kit. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation carried out revealed that the thread had indeed broken off from the tip. A second syringe was positioned slightly slanted. This suggests that there is the possibility that the individual tips were not positioned and unscrewed accordingly. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. As we have so far not received any similar complaints for this product, we assume that this is a once-off event conclusion: the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is due to an unknown cause.